Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead .

Event description:
The consumer reported the patient's right lead came out and the patient was not feeling stimulation. On the left, the patient was able to feel stimulation. The patient was voiding more than before.